Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer has investigated the reported ventilator on site. The reported failure was reproduced, and the expiratory channel printed circuit board (pcb) was found faulty. The expiratory channel pcb was replaced to resolve the issue and it was returned for further investigation. The provided logs confirm the reported issue. The returned expiratory channel pcb has been tested in a ventilator. It failed the pre-use check in the internal leakage, pressure transducer, safety valve and flow transducer tests. It was noticed that as soon as the pre-use check is started, the safety valve starts clicking (open and close continuously) resulting in a leakage in the system, and the ventilator could not build up the pressure needed for the test. During test in ventilation mode no abnormal was found during ventilation for 2 hours. Further inspection of the components on this pcb was performed but it was not possible to find which component that caused the reported issue. The expiratory channel pcb main functions are expiratory flow measurement, it holds the electronic connections to and from the expiratory cassette, it controls the expiratory valve as well as the safety valve with input from other subsystems. In addition, it holds the electrical connectors for the expiratory and inspiratory pressure transducer pcbs. The conclusion is that the expiratory channel pcb was the cause of the reported issue. However, the root cause of the fault on this pcb has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).